Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The disposable cartridge was not returned for eval. The exact cause of the alarm cannot be determined. The user's guide provides adequate instructions for troubleshooting system alarms. A direct correlation between nxstage system one and the reported loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.